Event description:
It was reported in an article titled, "use of suture-mediated vascular closure devices for the management of femoral vein access after transcatheter procedures" published in the journal of catheterization and cardiovascular interventions 63:439-443 (2004), that a patient developed staphylococcal infection at the groin site requiring 10 days of IV antibiotics and requiring hospitalization. No additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.